Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient was in atrial fibrillation with rapid ventricular response prior to impella placement on (B)(6) 2025 and converted to normal sinus rhythm on (B)(6) 2025. Chest x-rays from (B)(6) 2025 showed positional changes, and echocardiography measured the pump at 5.5cm from the annulus. The physician elected not to reposition the device at that time, as the patient was stable and no hemolysis was observed. On (B)(6) 2025, the patient reverted to atrial fibrillation with premature ventricular contractions and experienced suction alarms, still without evidence of hemolysis. Fluids were administered, and the impella device was repositioned by withdrawing it 3cm. The patient remained in atrial fibrillation, and no hemolysis was noted. The patient outcome is still to be determined as the patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Device problem code added under field h6: low or blocked pump flow. Ip codes removed: peri-procedural adverse event. Clinical assessment: a 63-year-old male patient suffering from acute myocardial infarction with cardiogenic shock was in atrial fibrillation with rapid re-entry prior to impella placement. An impella cp was placed. When atrial fibrillation re-occured, position of the device was checked but it was initially decided not to reposition the pump since it wasn't causing any issues or hemolysis. At a later timepoint, patient went back into atrial fibrillation and also had suction alarms with no hemolysis. The pump was successfully repositioned but the patient remained in atrial fibrillation. After five days of support, the patient was successfully weaned and the pump was removed.

Manufacturer narrative:
Investigation summary: paroxysmal atrial fibrillation/peri-procedural adverse event: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 2001299. Device history batch: subcomponent lot: n/a. Device history review: the pump sn 643101 passed all the post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of low pump flow was not established as no product was returned and limited information was provided.